Manufacturer narrative:
A4: unk a5: unk a6: unk d6b: na h6: health effect - impact code (f): additional medications: 4644 - steroid, levofloxacin hydrate, betamethasone butyrate propionate, bromfenac sodium hydrate and hyaluronic acid h6 - work order search: no similar complaint was reported for units within the same lot. H6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. H11: manufacturer narrative: a review of the device labeling was completed. Intraocular inflammation is identified in the labeling as known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim # (B)(4)

Event description:
A facility representative reported that following the implant of an implantable collamer lens into the patient's eye, mild toxic anterior segment syndrome (tass) was diagnosed thirty days after initial implantation. Patient complained of blurred vision and photophobia. Concomitant products used intraoperatively included opegan viscoelastic and the sfc-45 cartridge with foam tip plunger. Diagnostic culture was not performed. One week after surgery the patient was prescribed standard steroid and treatment included: levofloxacin hydrate, betamethasone butyrate propionate, bromfenac sodium hydrate and hyaluronic acid. After the onset of postoperative inflammation, the patient was started with betamethasone eye drops two times and after one month, was reduced to one time. The lens remains implanted with the issue resolved. Per post-op visit, patient condition was bcva: 20/13; iop: 17 mmhg. The reporter does not provide a cause for the event.

Manufacturer narrative:
Additional information: b5 - it was later reported that 70 postoperative days inflammatory recovery was observed. It was additionally provided "at 1 month postoperatively, there was significant kp on the back surface of the icl, which did not affect vision because there was no kp in the center of the icl, and patient symptoms were not evident. Mydriatic examination revealed kp only on the optical and back surface of the icl. Steroid eye drops were resumed, and kp decreased within a month, and the patient is still under observation." A further update noted no abnormality and confirmed to be in good condition in february 25, 2025. (B)(4).